Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an unknown surgery. During the surgery, the drill bit broke. The piece of drill bit is in the patient. It was not reported how the surgery was finished, and the surgical delay is unknown. The patient outcome was unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip of the drill bit has broken off as reported (the patient underwent an unknown surgery with the drill bit in question. During the surgery, the drill bit broke.), this thus confirming the complaint description. Furthermore, the broken off tip we haven¿t received back for evaluation. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 5l63346. All relevant features are defined on the used drawing revisions of DHR of production lot 5l63346. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Material 1.4112 is identified and hardness is documented according to the specification. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. Or/and that an overloading situation led to this damage. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the complaint is rated as confirmed, but not valid from manufacturing point of view. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace and to operate according to the se_023827 al ¿ important information (with cleaning and sterilization instructions). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot lot# f-27084 belongs to the non-sterile part, allocation to the sterile part could be done based on sap database: part: 03.130.202s, lot: 5l63346, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: aug 06, 2019, expiry date: july 01, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 03.130.202, lot number: f-27084, manufacturing site: sphinx werkzeuge ag, release to warehouse date: june 21, 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.